Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 health effect - impact code - f1902 amputation.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was sitting at home when he felt light, headed, nauseated, could not focus and was nervous. His dexcom reading was 100 mg/dl but when his wife took a bg reading which was 35 mg/dl. His wife called 911 and the patient was taken to the hospital the same day (B)(6) 2025). The patient couldn´t recall what was his bg readings were after reaching the hospital because was disoriented. The patient was discharged on (B)(6) 2023. During the hospitalization the patient underwent a leg amputation on (B)(6) 2024. The patient directly claimed that the inaccuracy contributed to this incident. He did not specify the relevance but he claimed that from the time he had the inaccuracy he had issues with his glucose that led to the amputation. At the time of the report, he was still doing therapy and still under the doctor's care due to the amputation. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5183998.

Event description:
A voluntary MDR/medwatch report was received on 03/13/2026. According to a report received via maude database, the patient underwent a right leg amputation during a hospitalization in (B)(6) 2024. The report further stated that the patient developed a septic abscess in the left knee, which required surgical intervention. The patient alleged that an inaccuracy contributed to these clinical outcomes. Although he did not specify the exact relevance, he claimed that following the occurrence of the inaccuracy, he experienced glucose-related issues that ultimately led to the amputation. The patient reported that his physicians determined his glucose levels were ¿dangerously low¿ and indicated that his right foot became swollen and infected due to poor circulation. At the time of the report, the patient remained under a physician¿s care and continued to participate in therapy related to the amputation. Multiple attempts were made to contact the reporter to obtain additional information and clarification regarding the incident and reported outcomes; however, these follow-up efforts were unsuccessful. No additional patient or event information is available.